Manufacturer narrative:
A prepaid mailing label and shipping tube were sent to the customer for return of the sample. To date, no samples have been received. If a sample is received, a supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
The nurse was attempting to insert a 20 ga peripheral IV into the pt's right antecubital vein. The attempt was unsuccessful. As the nurse withdrew the catheter, she noticed the tip was no longer intact. An x-ray was performed which showed the catheter tip was in the subcutaneous skin of the arm approx 1 mm under the skin. A minor procedure at the bedside was performed to removed the catheter tip. The pt tolerated the procedure well.